Event description:
It was reported that an arteriotomy closure of the heavily calcified right and left common femoral arteries were attempted using one each proglide device in the right and left common femoral arteries after a bilateral stenting interventional procedure. Reportedly, a suture break occurred with each of the proglide devices used. Hemostasis was achieved using two additional proglide devices, one each in the right and left common femoral artery. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device is expected to be returned for evaluation. Investigation is not yet complete. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other proglide device referenced is being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture break was not confirmed. A link detachment was found and the effects of the link detachment may have appeared to the user as a suture break. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.